Event description:
It was reported that during a laparoscopic colectomy procedure, the surgeon was using the trocar as the working port, the trocar has an unpredictable air leak (when empty or with instrument). Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.